Event description:
It was reported that the lead was attempted to be placed in the right ventricle but had sensing difficulties. The lead was attempted to be moved to a different area but the helix would not retract. The lead was extracted and a different lead was used to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Visual analysis revealed the lead was stretched and damaged at implant. It was noted that the stretching caused the inner tubing to buckle and prevented the helix from functioning properly. (B)(4).